Event description:
It was reported the device was used during a unknown procedure. It was reported by the affiliate that the device was jammed. There was no patient consequence.

Manufacturer narrative:
The product complaint analysis team has has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: head rotates, na; nose shroud cracked/broken, no; staples in nose, no; staples in the track, yes(12) and trigger engaged with precock, yes. Functional tests & results: cycled instrument, no. Analysis conclusion: based upon the inquiry info received and the visual examination, no conclusion could be reached as to how the reported "device was jammed" during surgery occurred. The instrument was received containing slight body fluid in the cartridge nose and track. The tube assembly was received separated from the handle with the driver bent and with the rotating head housing separated at the weld seam. The weld was investigated and found to have been welded thoroughly. No conclusion could be reached as to how this damage had occurred. Co reviews each incident as it occurs in an effort to continuously improve co's products and processes.